Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One lead integrity alert was triggered for lead failure predictor on (B)(4) 2011 18:33:52. Oversensing was also noted as 14 ventricular non sustained tachycardia <=210 ms occurred on (B)(4) 2011 in the timeframe between 07:31:15 and 09:11:03. Additionally, two ventricular fibrillation <=200 ms average v-cycle occurred on (B)(4) 2011 at 03:20:29 and 07:31:23. Interference/noise was noted as the ventricular short interval count (v-sic) was 488 counts, in 0.68 days, between (B)(4) 2011 17:42:23 and (B)(4) 2011 10:06:48.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received one inappropriate shock due to oversensing together with high short interval counts (sic) and non-sustained tachycardias (nsts). The right ventricular (rv) lead was capped and replaced with a new lead. No further patient complications have been reported as a result of this event.